Manufacturer narrative:
Reported event: an event regarding disassociation & abnormal ion level involving accolade stem was reported. The event for disassociation was confirmed via medical review. Method & results: product evaluation and results: the reported device was not returned but photos were provided for review. The photos show a recently explanted femoral stem with signs of trunnion wear. Clinical review: summary: this product inquiry concerns a male patient who underwent a cementless right total hip arthroplasty with a trident cup and accolade tmzf femoral stem with a cobalt chrome lfit femoral head coupled with an x3 acetabular liner. The date of implant was (B)(6) 2011. The patient developed head neck disassociation with elevated ion levels and underwent revision surgery on (B)(6) 2024. A competitor femoral stem was utilized. I can confirm that the patient underwent the primary. Confirmation of event: I can confirm that the patient had the primary total hip arthroplasty since I was able to review the original operation report and the x-rays showing the failed implant. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. I was not supplied with any post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, failure of the trunnion and elevated metal ion levels are multifactorial. These causes include surgical technique, especially in the way of preparation and insertion of the femoral head onto the trunnion at the initial primary procedure. Importantly, there was no mention of any preparation whatsoever in the primary operation report. Also contributing are patient factors including activity level and bmi, and also implant factors. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. A review of the provided medical records by a clinical consultant stated the following comment: "I can confirm that the patient had the primary total hip arthroplasty since I was able to review the original operation report and the x-rays showing the failed implant. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. I was not supplied with any post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, failure of the trunnion and elevated metal ion levels are multifactorial. These causes include surgical technique, especially in the way of preparation and insertion of the femoral head onto the trunnion at the initial primary procedure. Importantly, there was no mention of any preparation whatsoever in the primary operation report. Also contributing are patient factors including activity level and bmi, and also implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2011, and was implanted with an lfit anatomic cocr v40 femoral head and an accolade tmzf hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2011, and was implanted with an lfit anatomic cocr v40 femoral head and an accolade tmzf hip stem and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.